Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a revision due to fluid loss in the device. The implant was not working. Upon removal, a tear was identified in the cylinder. The device was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a revision due to fluid loss in the device. The implant was not working. Upon removal, a tear was identified in the cylinder. The device was removed and replaced. There were no patient complications.